Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k58, axsym total b-hcg, that has a similar product distributed in the us, list number 7a59, axsym total b-hcg. An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated a patient in menopause generated total b-hcg results of 31 and 30 miu/ml on the axsym analyzer but was negative on the architect and savonnette methods. The sample was retested after the customer performed instrument maintenance, but results were still elevated at 27 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A review of manufacturing and testing data was performed. As part of this investigation, a review of internal data and the data generated at the customer's facility was performed. A comprehensive review of manufacturing data and test data did not identify any issues that could impact the performance of the axsym total b-hcg reagent kit, list number 7k58-21, lot number 87344jn00. An assessment of axsym total b-hcg reagent kit, list number 7k58-21, lot number 87344jn00 showed that all specifications were met prior to release. A review of data generated during this investigation does not indicate any issues with the performance of the reagent lot. Through correspondence with customer support services (B)(4), it was noted that the patient sample assessed was suspected of containing interfering substances such as hama or fibrin. The customer was referred to the limitations of the procedure section of the package insert. It was also noted that the patient sample was obtained from a menopausal patient. The axsym total b-hcg assay "is cleared for use in the early detection of pregnancy only". The package insert also indicates the following information regarding post-menopausal specimens: "post menopausal specimens may elicit weak positive results due to low hcg levels unrelated to pregnancy. With a weak positive result, it is good laboratory practice to resample and retest after 48 hours, or to test with an alternate hcg method." No product deficiency was identified and it can be concluded that safety, effectiveness and label claims were met for axsym total b-hcg reagent kit, list number 7k58-21, lot number 87344jn00.